Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the motor device would not allow the angle attachment device to connect. It was reported that there was a ten minute delay in the procedure due to the event and an unspecified spare device was available for use. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. The exact date of the event was not provided. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the motor device would not allow the angle attachment device to connect was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the hand control does not work with the device. During repair it was observed that the flex circuit potting was cracked. It was determined that this condition is what caused the hand control to not function. The assignable root cause was determined to be component damage from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.